Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the temperature sensing foley catheter gave an invalid reading. The invalid reading continued after the cable foley was moved to temperature port two by the facility biomed engineer. The cable was then replaced and the temperature readings continued to read incorrectly. No medical intervention was required.

Manufacturer narrative:
The reported event was unconfirmed. The catheter was received used and without original packaging. The catheter was detached from the bag assembly for individual observation. The thermistor wires of the device were inspected closely for any failed connections. No failed connections or other defects were observed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use. Note: compatible with appropriate 400-series temperature monitors. Interchangeability + 0.2oc at 37oc."

Event description:
It was reported that the temperature sensing foley catheter gave an invalid reading. The invalid reading continued after the cable foley was moved to temperature port two by the facility biomed engineer. The cable was then replaced and the temperature readings continued to read incorrectly. No medical intervention was required.